Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device has "hose damaged." The device was not being used during surgery. It is unk if injury or medical intervention occurred. It is unk if a delay in surgery occurred as a result of the device issue. There was no additional info provided.